Event description:
On (B)(6) 2011, the patient was implanted with a spectra penile prosthetic device. The patient indicated the device was "not rigid enough for intercourse." The device was subsequently replaced on (B)(6) 2011.

Manufacturer narrative:
Evaluation summary: there was operating room damage to the left cylinder's outer silicone layer that exposed the inner segments. The cylinder functioned as intended. The right cylinder performed within specifications. Should additional information become available regarding this event, it will be reevaluated and follow-up report will be sent.